Event description:
Have used breathe right nasal strips for 10 years. Reported difficulty of removing adhesive from skin to glaxosmithkline who recommended use of mineral oil, baby oil, alcohol prep. Continue use for years as product did help night breathing. In 10th year of use (2013) skin of external left nostril broke open bleeding. Dermatologist cauterized area. Same thing happened about a year later 2014. Biopsy taken. Basal cell skin cancer pending moh's surgery. Over the 10 years of using the breathe right nasal strips I primarily used the clear, original brand but also occasionally bought other varieties of nose strips by glaxosmithkline when the preferred original clear variety were not available at purchase site. I used the strips every night for ten years until break open bleeding of the skin on the left nostril occurred in the 10th year. I have not used the product since the bleeding started which is a year now.